Event description:
It was reported that during pump preparation, the team pressed the pump stop button on the settings tab of the system monitor. The clinician removed their finger quickly and when the button was pressed again the pump countdown showed 82, then 81, then the screen froze. This happened several times. After a few seconds the screen of unfroze and the countdown was appropriate at 15 seconds. There were no alarms and no further issues.

Manufacturer narrative:
Section g4: there was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: the reported event that the screen froze on the system monitor could not be confirmed as the unit was not returned for evaluation. Per additional information from the site, after consulting clinical team & product manager, this is a known yet rare issue within the software of the system monitor. No product to return or servicing. No further issues have been reported for the system monitor. Although the system monitor was not returned for evaluation, a corrective and preventative action (CAPA) was opened to further investigate issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. The device history records were reviewed and the records revealed the heartmate system monitor (serial number: vsm-3359) was manufactured in accordance with manufacturing and quality assurance specifications. Setup and use of the system monitor with the heartmate power module are documented in the heartmate power module instructions for use (IFU) (rev. B, section titled ¿setting up the system monitor for use with the power module¿) and the heartmate ii IFU (rev. C) under section 4 ¿system monitor¿. The heartmate ii IFU recommends that users contact abbott if the system monitor¿s screen is malfunctioning. No further information was provided. The manufacturer is closing the file on this event.